Manufacturer narrative:
The kit was submitted for analysis. Review of the returned kit components confirmed the leak and damage to the drive tube. The analysis determined the root cause of the damaged drive tube was delamination/detachment of the over molded bearing stop. The root cause of the delaminated bearing stop could not be determined. Corrective and preventive actions have already been initiated to address the issue. (B)(4).

Manufacturer narrative:
System was used for treatment. Kit lot d342 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break, alarm #7: blood leak? (Centrifuge chamber) or alarm #45: red blood cell pump alarm. However, a corrective and preventive action has already been initiated for drive tube leak/break. This assessment is based on the information available at the time of the investigation. Investigation still in progress as the kit has not been received for analysis at the time of this report. A supplemental report will be filed when the investigation is complete. (B)(4). Device not received for evaluation yet.

Event description:
Customer called to report blood leak (centrifuge) alarm with blood leak coming from upper drive tube. Drive tube did not come loose. The 1363ml of whole blood processed. Single needle mode. A 15ml/min collect rate. Other alarms during treatment include multiple collect pressure alarms and a red cell pump alarm. Customer collected buffy coat early due to red cell pump alarm. Leak occurred during buffy coat collection. Treatment was aborted. Patient rescheduled for another day. Css advised the customer to not allow the centrifuge to spin for more than 100min; to reduce whole blood process volume when necessary. Customer verbalized understanding. Customer reports this collection took approximately 110-115 minutes. Customer states they were able to clean the centrifuge, and instrument started without alarms. Service was not requested at this time. Patient reported to be stable. Customer will return the kit for investigation.